Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the customer reported symptom of "the pump sometimes is not recognizing the door is closed" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be link is out of adjustment. The link will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump is not recognizing the door is closed. This occurred during programming/setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.